Manufacturer narrative:
Section a2, a4, a5 and a6: unknown, information was requested but not provided. Section b3: date of event: unknown, not provided. It was indicated that the symptoms appeared soon after lens implantation. Section d4: model number: unknown, as the serial number was not provided. Section d4: catalog number: unknown, as the serial number was not provided. Section d4: serial number: unknown, information not provided. Section d4: expiration date: unknown, as the serial number was not provided. Section d4: UDI number: UDI number is unknown, as the serial number was not provided. Section d6b: if explanted; give date: not applicable, as the device remains implanted. Section h3: the device was not returned for evaluation as the lens remains implanted. The serial number for this device is unknown/not provided; therefore, no further product investigation can be performed. Should any further relevant information become available a supplemental medwatch will be filed. Section h4: device manufacture date: unknown, as the serial number was not provided. Section h6: health effect - clinical code: 2138 (to capture diplopia & visual acuity decreased) attempts have been made to obtain missing information; however, to date, the information has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
A patient reported experiencing significant visual impairment (patient describes intermediate vision as "horrible"), including inability to see, difficulty working, and symptoms such as double vision, halos, and orthogonally bright starbursts throughout the day and night after receiving tecnis odyssey intraocular lenses (iols) earlier this year. The symptoms appeared soon after lens implantation in the right eye. The initial recommendation for improvement was bilateral surgery. The patient also reported experiencing triple vision and requiring spectacles as their visual perception of text is also affected, with white backgrounds dominating the black print. These issues persist despite the use of corrective glasses. The patient stated that their vision is severely impacted and expressed that their impaired vision has negatively affected daily activities. The patient was prescribed xiidra under the suspicion of dry eye contributing to the symptoms; however, the patient disputes this diagnosis. No surgical interventions have been performed thus far, despite extensive testing. The doctor maintains that the lens positioning appears satisfactory, yet the patient remains frustrated by the lack of improvement after seven months. The patient clarified that they do not have cataracts. They opted for this elective iol implantation surgery to avoid glasses based on the recommendation that specialized lenses would be optimal. While their distance and near vision are functional, the patient continues to struggle with shadows and has to exert considerable effort for clear vision. The patient indicated that their vision becomes blurry just two inches further out; the patient stated that their vision is adequate within nine inches, but clarity diminishes beyond that point rendering him unable to work on his computer as everything appears washed out. The patient provided being unable to perform professional duties as an engineer. Despite consulting the original doctor and another specialist for a second opinion the underlying cause of the symptoms remains unresolved, as both have been unable to determine its origin. The patient has a follow-up appointment scheduled in august for hard contact lens testing. No further information was provided. This emdr report pertains to the patient's left eye. A separate report will be submitted for the right eye.